Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the perfusionist reported the electronic patient gas system (epgs) would not calibrate. The device was still used for the case and was not changed out. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.